Event description:
It was reported that working channel was obstructed and could not be passed. Procedure was completed with a new device and with a delay of 30 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).